Event description:
It was reported that after foley catheter insertion, sterile water was injected, but it escaped from the balloon and was removed by the patient. The actual product cannot be retrieved as it had blood on it but would check whether similar reports had occurred with the same lot.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the two-photo sample noted that the balloon was rupture on the catheter. This does not meet specification per ip7601690, revision 13 which states "balloon must not be torn". Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after foley catheter insertion, sterile water was injected, but it escaped from the balloon and was removed by the patient. The actual product cannot be retrieved as it had blood on it but would check whether similar reports had occurred with the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.